Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) shock impedance data was normal two months after implant. Following in september,the ICD registered shock impedance values ranging between 90 ohms and greater than 125 ohm in a type of circadian cycle. These values correlated to pulse signals on the shock electrogram which were synchronous with atrial sensed beats. Lead integrity testing did not show noise on shock egm. X-ray showed both set screws down and lead pin in normal position. A 41j was delivered and showed normal impedance. Vf was induced with proper detection and successful therapy delivery. No adverse patient effects reported. Additional information was received indicating that the issue is still ongoing. Attempts to obtain further information were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. As of today, the available information suggests this lead remains in service. If any additional information related to this incident becomes available, this event will be updated.